Manufacturer narrative:
These events occurred on unspecified dates between (B)(6) 2017 and (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of seven (7) minicap transfer sets could not be closed tightly. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Seven (7) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and torque testing with no issues noted. The reported problem of twist clamp could not close tightly was not verified. Should additional relevant information become available, a supplemental report will be submitted.